Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by a veterinarian that an animal underwent removal of a mass from the subcutis of the hip in (B)(6) 2015 and suture was used. At the end of (B)(6) 2015, the animal experienced post-operative suture breakage.